Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at a medical centre (B)(6) on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 5 and 24 hours. The patient reported they felt pain on insertion when activating the pod, the pain increased and when the pod was removed the patient noticed the skin was red, irritated and warm to the touch with a visible ¿dot¿ where the cannula had inserted. The patient¿s symptoms worsened over several days and the site developed an abscess with purulent discharge. The patient then presented to the medical centre. The abscess was incised, drained and cleaned by medical professionals. The patient was instructed to return to the medical centre 3 times a week until the abscess resolved.